Event description:
It was reported "cracked central lumen port on iab". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in sealed bio-hazard bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Two bends to the iabc central lumen were noted at approximately 46cm and 68.5cm from the iabc distal tip. Upon further inspection, a broken plastic piece was noted being stuck within the central lumen metal luer at the proximal end of the iabc bifurcate. Dried blood was noted on the exterior surfaces of the returned sample. No obvi-ous blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. Returned with the sample was the pump generated alarm strip. Upon review of the alarm strip, a "possible helium loss 3, subcode 2" alarm and multiple "high pressure, sub-code 1" alarms were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The broken plastic piece was removed from the central lumen metal luer; the broken plastic piece was identified as a part of the arterial pressure tubing. The broken piece of the male luer end of the arterial pressure tubing within the central lumen metal luer could prevent capping of the central lumen, which could result in bleeding at the central lumen injection site. The remaining length of the arterial pres-sure tubing was not returned with the sample. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood clots exited. The iabc was submerged in water and leak tested using a manual inflation method, i.e. Using a syringe of air to inflate the helium pathway. The iabc was fully inflated. No holes or leaks were detected. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 45.7cm and 68.3cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to re-lease. The reported complaint that the "port was cracked and unable to be capped to prevent bleeding" is confirmed. During the investigation, the male luer end of the arterial pressure tubing was noted bro-ken stuck within the central lumen metal luer at the proximal end of the iabc bifurcate. The broken piece of the male luer end of the arterial pressure tubing within the central lumen metal luer could prevent capping of the central lumen, which could result in bleeding at the central lumen injection site. Based on a review of the device history record (DHR), the product met specification upon re-lease; however, the specifications were not met during the complaint investigation due to the broken ap tubing. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "cracked central lumen port on iab". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
Qn# (B)(4).